Event description:
It was reported that there was a connection issue between a titanium adapter and transfer set. The titanium adapter disconnected from the transfer set. This occurred during use of the devices for peritoneal dialysis therapy. The titanium adapter was disinfected and re-installed and the transfer set was replaced. Three days later the titanium adapter disconnected from the transfer set again. The titanium adapter and transfer were both replaced as a result of the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.